Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on an unknown date in (B)(6) 2014 due to a non-union and delayed healing. The patient initially was implanted with two, 2.4mm/2.7mm variable angle (va) locking x-plates and nine screws on (B)(6) 2014. The details of the revision surgery are unknown. This report is 9 of 11 for (B)(4).